Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator displayed loss of (alternating current) ac power, had a battery issue, and an oxygen sensor issue. At this time, it is unknown if there was patient involvement. A service engineer (se) inspected the device and found that the power supply needed to be replaced. The repairs of the device have not yet been completed.